Event description:
Health care professional reported that approx 39 months post implant of a bioprosthesis in a 15 yr old pt, the valve was replaced due to pt outgrowth. The valve was returned for eval.